Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message on the user control panel. The issue was observed during routine shift check and does not involve a patient.